Event description:
It was reported "outpatient arrived to infusion center with damage to PICC line- PICC separated at the hub, PICC had to be removed in ir. Customer has the hub- but they were unable to retain the catheter as it was removed in ir." Additional info received: patient called ID dept. And told nurse there was something wrong with her PICC. Upon patient arrival to lab, ID nurse noted PICC dangling from patient¿s arm with the dressing removed, line open, clamp not closed. PICC nurse came to department, secured exposed PICC, closed clamp immediately and contacted interventional radiology for assessment. Patient asymptomatic. PICC nurse stated line looked jagged." How was the break and/or retained segment discovered? Interventional radiologist obtained spot radiography. Noted breakage proximal to the catheter hub. PICC exchanged over guidewire with broken PICC removed in its entirety. Were all the missing/broken pieces retrieved and accounted for? Yes, per md note. What type of imaging was used to verify? Spot radiography. What type of catheter securement was utilized? Adhesive. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Unknown. Patient came to facility with broken line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 3fr s/l provena powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed between the 13cm and 14cm depth markings. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges; planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "outpatient arrived to infusion center with damage to PICC line- PICC separated at the hub, PICC had to be removed in ir. Customer has the hub- but they were unable to retain the catheter as it was removed in ir." Additional info received on 03/22/2022: patient called ID dept. And told nurse there was something wrong with her PICC. Upon patient arrival to lab, ID nurse noted PICC dangling from patient¿s arm with the dressing removed, line open, clamp not closed. PICC nurse came to department, secured exposed PICC, closed clamp immediately and contacted interventional radiology for assessment. Patient asymptomatic. PICC nurse stated line looked jagged." How was the break and/or retained segment discovered? Interventional radiologist obtained spot radiography. Noted breakage proximal to the catheter hub. PICC exchanged over guidewire with broken PICC removed in its entirety. Were all the missing/broken pieces retrieved and accounted for? Yes, per md note. What type of imaging was used to verify? Spot radiography. What type of catheter securement was utilized? Adhesive. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Unknown. Patient came to facility with broken line.

Event description:
It was reported "outpatient arrived to infusion center with damage to PICC line- PICC separated at the hub, PICC had to be removed in ir. Customer has the hub- but they were unable to retain the catheter as it was removed in ir." Additional info received 03/22/2022: patient called ID dept. And told nurse there was something wrong with her PICC. Upon patient arrival to lab, ID nurse noted PICC dangling from patient¿s arm with the dressing removed, line open, clamp not closed. PICC nurse came to department, secured exposed PICC, closed clamp immediately and contacted interventional radiology for assessment. Patient asymptomatic. PICC nurse stated line looked jagged." How was the break and/or retained segment discovered? Interventional radiologist obtained spot radiography. Noted breakage proximal to the catheter hub. PICC exchanged over guidewire with broken PICC removed in its entirety. Were all the missing/broken pieces retrieved and accounted for? Yes, per md note. What type of imaging was used to verify? Spot radiography. What type of catheter securement was utilized? Adhesive. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Unknown. Patient came to facility with broken line.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1542 showed no other similar product complaint(s) from this lot number.